Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. The customer attempted to re-load the cartridge to resolve the issue, but it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 140 mg/dl.